Event description:
The physician was attempting to use a 3.0 mm diameter x 9mm length nc sprinter rapid exchange (rx) balloon dilation catheter to pre-dilate a lesion in the lad reported to have been in a non tortuous-vessel with the lesion exhibiting 90% stenosis with severe calcification. It was reported that the physician experienced difficulties deflating the balloon. It was also reported that the device had been removed from the pt between inflations, prior to the reported deflation difficulties. It was reported that no abnormalities were noted during preparation of the device prior to use. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, method: film (x-ray, fluoroscopy, ivus, CT, MRI, etc). Results/conclusions: other: no conclusion can be drawn (balloon was successfully inflated and deflated prior to initial withdrawal of device from the pt). Eval summary: the inflation lumen and transition tubing were severely damaged and kinked. The tip was damaged. The balloon was damaged and the marker bands had moved proximally. Cine image review: the procedural cd provided contains images of attempts to withdraw the inflated balloon into the guide catheter. They show that the guide catheter and the balloon device were subsequently removed as a unit as it was not possible to pull the inflated balloon back into the guide catheter tip.